Manufacturer narrative:
Investigation: fluids used: anticoagulant citrate dextrose solution (acda) saline 0.9%, 750 ml of albumin 5% removed plasma: 863ml a service call was conducted for the machine. All valves were tested and operated properly. Simulated use testing was conducted with no failures. The issue could not be duplicated during service. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that 21 minutes into a therapeutic plasma exchange (tpe), the patient's blood pressure dropped from 150/99 to 89/36. The nurse noted that blood went into the waste bag and the waste valve was not closing. The patient was sent to the emergency room for evaluation. The doctor ordered 500ml of saline in response to the low blood pressure. A cbc was also ordered because the hct dropped from 46.8 to 42.7. The patient was reported as stable and went home the next day. Per the customer, the patient's identifier and age are not available.

Manufacturer narrative:
Investigation: one year of service history was reviewed and no related issues were reported. Root cause: based on the available information, a definitive cause for the patient¿s drop in blood pressure could not be determined. The reported failure could not be duplicated during machine checkout and no further related issues have been reported for this device.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer stated that he does not have any access to the lab results fromthe patient. Investigation is in process. A follow-up report will be provided.